Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient. The sample was discarded because the patient had hepatitis.